Event description:
It was reported that the customer's pump had a cracked and unresponsive touchscreen, making interaction impossible. There was no reported impact to the customer's blood glucose level. The damage occurred when the customer fell and landed on the pump. Technical support arranged a replacement pump with updated software and instructed the customer on necessary procedures, including returning the damaged pump, setting the replacement, and ensuring insulin delivery through multiple daily injections in the interim. The customer understood and acknowledged all instructions, including storage and shipment protocols.